Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed that the insulation on the unit has deep scratches. Further, the unit failed the insulation scan test. Possible root causes are multiple uses of flash sterilization, insulation in contact with other instruments, rapid cooling after sterilization and/or contact with metal tray during sterilization. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.